Event description:
The physician reported a ventricular lead connection problem. Specifically, no click sound was heard when tightening the associated set-screw, and the screwdriver turned freely. It was also reported that the set-screw turned freely in the atrial channel. Use of a second screwdriver yielded the same results. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.